Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer received a message during the fill tubing process that the cartridge needed a minimum of 50 units of insulin to proceed. Reportedly, the cartridge had been filled with 200 units. The customer's blood glucose level was impacted (317 mg/dl).